Event description:
The consumer saw "light relief" on an informercial and on the internet and was interested in purchasing the product for pain relief. They stated that the advertisement stated that the product was "FDA cleared", but they called the telephone number and asked for a 510k number and no one could help.